Event description:
"Clips placed on cystic duct and cystic artery. Hemostasis achieved. Gallbladder tented to allow electrocautery and removal of gallbladder from liver bed. When traction placed on gallbladder mesentery, both clips popped off of patient side of cystic artery. Significant bleeding followed. Cystic artery re-located with great difficulty and re-clipped patient. D/c-ed as normal."

Manufacturer narrative:
Upon receiving and evaluating the incident device, a follow-up report will be submitted.